Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that during shift check, it was noted the audio of a heartstart mrx was not functioning. There was no pt involvement.